Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9597-10 batch 37622035 was received for investigation. The reamer ar-9676 was received stuck inside. The shoulder of the ar-9676 is sitting flush against the sleeve. Because the devices were stuck, it was not possible to measure the ID of the sleeve or od of the reamer. Visual evaluation found multiple discoloration spots, dents, and scratches around the shaft and in the collar sleeve. A crack was observed on the collar sleeve. The observed condition is most likely the result of overheating during use caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9676 drive shaft and ar-9597-10 angled reamer sleeve slowly welded together. This occurred during a reverse total shoulder arthroplasty, which caused the surgeon's wrist to suddenly twist and made the reaming difficult. The case carried on and was completed successfully.